Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen did not display anything and it was near some water. Customer¿s blood glucose was 120mg/dl at time of incident. Customer states that insulin pump stopped working and customer was sitting next to hot tub. Customer mentioned that they are unable to perform troubleshoot as insulin pump had blank display. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Device had corroded motor home switch.